Manufacturer narrative:
To date the attempted lead has not been returned. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, indicating that no fracture has occurred. Analysis did find coils compressed and an insulation puncture/tear; it is likely this may have been a result of handling damage during the procedure. Laboratory testing was unable to confirm a lead fracture.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead revealed a lead fracture. The stylet was broken in the cephalic vein and was retrieved during the procedure. The lead was removed, replaced and returned for analysis. No adverse patient effects were reported.